Event description:
It was reported that the right ventricular (rv) lead was exhibiting high threshold values greater than 4.0v during the time of implant procedure. Upon review, it was noted that after a month of implant, there was no change in the threshold values, however diaphragmatic stimulation occurred due to body posture at threshold output. Subsequently a lead revision procedure was performed to reposition the rv lead. This lead remains in service. No adverse patient effects were reported.